Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient was admitted to the hospital for dark urine and a high lactate dehydrogenase (ldh) level of approximately 2400 u/l. Power elevations were seen during a review of the device data on the morning of (B)(6) 2015, but they always returned to normal. The patient's urine was not dark at the time of the power elevations. Pump thrombosis was suspected and the pump was explanted on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 1 year and 11 months. Device evaluation: thrombus was confirmed during the evaluation of the returned pump. The pump was returned assembled with the percutaneous lead (lead) cut approximately 1 inch from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned attached to the pump¿s outlet port. Visual examination of the pump revealed a soft, tissue like deposition within the inlet tube. This deposition was non-laminated and lacked denaturation, suggesting that it developed acutely. Furthermore, its size suggests that it would not likely have contributed to a functional issue or to the reported event. Examination of the pump upon disassembly also revealed flat, non-laminated, tissue-like depositions on the body of the rotor. These depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Although the origin of this deposition could not conclusively be determined, it could have caused resistance on the spinning rotor, resulting in the reported power elevations. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball indicate that it was present while the pump was in use. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they would have contributed to the patient¿s reported elevated lactate dehydrogenase and power levels. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event. Placeholder.